Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error and insulin pump stop working. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery compartment was broken and unscrews on its own. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. Device had broken battery tube threads. The motor was tested outside the device and passed. (B)(4).